Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the railing on the right of drawer 4 had detached and nursing was not able to access the entire drawer at this time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4 was failed and rails came off. A field service engineer removed the drawer and found the cage had been pushed out of the slide rail on the right side. Replaced the rail and the retractor band, which had been damaged by the rail cage, then tightened the latches and reinstalled the drawer in the cabinet. Tested both drawer slides and confirmed smooth operation and verified functionality in the hardware test application with all tests passing. The customer verified the drawer was working properly by completing an inventory and retrieving several medications without any issues. The system functioned as intended after the field service engineer repaired the device.